Event description:
Breast implant illness - 46 symptoms. Inflammation from scar tissue in chest ribs up to collarbone. Severe chest/collarbone pain, upper back pain, loss of vision in left eye (which improved after implant removal), food sensitivities (which disappeared after removal), heart palpitations and high anxiety (gone day 2 after removal), rashes on chest to collarbone, sensitivity to sun/chemicals/smells.